Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The premarket ID is (B)(4). This number correspond to a new device which has not been updated on the software system used to send the report to FDA, because of that the field is empty. In addition, we are already working on the update of this code on the software system of the company.

Event description:
(B)(4). The dentist reported that 2 months after dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.